Manufacturer narrative:
Our investigation into this complaint has been completed. The customer reported that pressure peaks during ventilation occurred. An investigation at the hospital performed by the field service engineer (fse), did not reproduce any issues. The fse stated that issue most likely occurred due to circuit leaks or auto trigger. No device logs or additional information have been provided. In case of pressure peaks during ventilation, alarms will be generated to notify the user when the criteria for high airway pressure alarm have been fulfilled. Safety functions, such as opening of the safety valve, thus achieving a pressure relief is activated by the system.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that the anesthesia system had a peak pressure malfunction. There is no information about patient involvement. Manufacturer's reference number: (B)(4).